Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood/body fluid in the proximal conductor (not obstructed) and blood in/on the helix/lobe mechanism. The outer insulation is breached cut. Damaged at implant.

Event description:
It was reported that during implant attempt, there was high impedence greater than 2000 ohms measured at three different positions. New cables were used with the same result. The lead was not used. There were no patient complications reported as a result of this event.